Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was not detected on bus, had issue on drawer 4.1. Nurse rebooted the pyxis but after that entire 2.1 drawer was failed. Pharmacy personnel tried to recover, drawer opened but no instructions to clear obstructions. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from another pyxis station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on the bus. A field service engineer (fse) dialed into the system, performed the test on drawer 4.1 and confirmed it was working. Fse then disconnected and reseated the row board cable in drawer 4 and 2 to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.